Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast reconstruction revision with a 450cc smooth mentor memorygel breast implant (right) and a 450cc siltex mentor memorygel breast implant (left) experienced bilateral asymmetry due to implant placement, left sided anaplastic large-cell lymphoma, and left sided seroma post procedure. In (B)(6) 2020, the patient presented with some asymmetries in position of the implants. The left implant was much larger than right. The right implant was narrow with flattening of the scar on the right lateral breast. A few weeks later, the patient returned for pre-operative visit and the left breast had at least doubled in size; the patient also reported pain in the left breast. There was no fever or redness. She was sent for urgent ultrasound-guided fine needle aspiration on (B)(6) 2021 and the left peri-implant fluid revealed bia-alcl (breast implant-associated anaplastic large cell lymphoma) (cd30+ positive, alk negative). She was taken to surgery for complete capsulectomies on (B)(6) 2021. The implants were not replaced at this time. This report relates to the right prosthesis. See 1645337-2022-00084 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on january 11, 2022. The expanders used in the breast reconstruction were 550cc mentor cpx 3 breast tissue expander with suturing tabs. Product code: 354-7214 - right serial # (B)(6) /left serial # (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2025. The patient had a post explant seroma on left side noted on (B)(6) 2021. The patient had permanent mentor gel implants placed on (B)(6) 2023. The patient remains negative for recurrence of anaplastic large-cell lymphoma. Manufacturer¿s reference number: (B)(4).